Event description:
It was reported, "hospital owned stock. Implants had expired, and the hospital had reprocessed the cable and sleeve and implanted in patient."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was implanted. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.